Event description:
This pt was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the bare platinum treatment arm. The pt is a (B)(6) yr old female, who presented with an unruptured bifurcation, basilar tip aneurysm in the midline. The aneurysm was coiled. On (B)(6) 2013, the pt experienced soreness and bruising behind the left ear which required hospitalization. The pt was diagnosed with b cell lymphoma prior to enrollment on the heat trial. The site's investigator reports no acute concern at this time. The pt was instructed to f/u with her ent physician. The pt was discharged on (B)(6) 2013. This serious adverse event was reported due to required in subject hospitalization or prolongation of existing hospitalization.